Event description:
Unomedical reference number: (B)(4). Event occurred in italy. On (B)(6) 2023, it was reported that the patient's infusion set's tubing detached from the tubing connector while the patient was involved in an outdoor event. The site location was patient's belly, and the pump was on the same side. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. They were unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.